Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found the reported issue couldn't be confirmed via system logs. No visible issues were found during inspection, but error c-34 appeared consistently on booting the erbe. The unit will be sent to the original equipment manufacturer for further investigation. The complaint was not confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, error c-34 occurred on vio dv integrated electrosurgical unit (iesu) when activating coagulation energy. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The customer power cycled the iesu, replaced energy cord and the instrument, but the issue was not resolved. The tse reviewed the logs and confirmed that the error was due to the vio dv iesu and indicated that it needs replacement. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer replaced vio dv iesu with an external generator to continue with the procedure.